Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('I was told biopsy after hysterectomy showed uterus infected,') and pelvic pain ('pelvic pain / pelvic pressure') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, hyperlipidemia, morbid obesity and hyperlipidemia. Concurrent conditions included hypertension nos, nickel sensitivity, weight gain, multigravida, parity 3, hematuria, microscopic hematuria, endosalpingiosis and endometriosis. Concomitant products included atenolol since (B)(6) 2013, atorvastatin since (B)(6) 2013, ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol) from (B)(6) 2012 to (B)(6) 2013, oral contraceptive nos since 2002 and sertraline since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), uterine inflammation ("I was told biopsy after hysterectomy showed uterus inflamed"), cervicitis ("infection (other) describe: chronic cervicitis"), endometriosis ("reproductive system disorder or condition type of disorder or condition:right anf left fallopian tube endometrisis") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), coccydynia ("pain in tailbone"), arthralgia ("joint pain"), back pain ("lower back pain"), headache ("headache pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes/hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and hyperhidrosis ("hormonal changes: describe: sweating"). In (B)(6) 2013, the patient experienced migraine ("migraine / headache"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("other injury(ies) or complication please describe:hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced uterine tenderness ("bladder or urinary problems or changes:uterine tenderness"). In (B)(6) 2017, the patient was found to have leiomyoma ("other injury(ies) or complication please describe:leiomyoma"). On an unknown date, the patient experienced pruritus ("itching"), abdominal pain upper ("cramping pai in stomach") and infection ("other infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine infection, uterine inflammation, hot flush, cervicitis, uterine tenderness, allergy to metals, coccydynia, arthralgia, fatigue, weight increased, constipation, alopecia and hyperhidrosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, endometriosis, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, leiomyoma, pruritus, headache, abdominal pain upper, abdominal pain and infection had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, cervicitis, coccydynia, constipation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, hyperhidrosis, infection, leiomyoma, menorrhagia, migraine, pelvic pain, pruritus, uterine infection, uterine inflammation, uterine tenderness, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 225 lbs. 08 coils trailing on the left, 02 trailing on the right. She received treatment for: dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmenorrhea (cramping), vaginal discharge, bladder problems, urinary problems, other infection, leiomyomata and right and left fallopian tube endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: essure placement. No spillage of contrast into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event added: other infection. Event outcome updated for: dyspareunia (painful sexual intercourse), pelvic pain female / pelvic pressure, pain abdominal pain, dysmenorrhea (cramping), infection nos, leiomyoma and endometriosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('I was told biopsy after hysterectomy showed uterus infected,') and pelvic pain ('pelvic pain female / pelvic pressure') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, hyperlipidemia and obesity. Concurrent conditions included hypertension nos, nickel sensitivity and weight gain. Concomitant products included atenolol since (B)(6) 2013, atorvastatin since (B)(6) 2013, ethinylestradiol; norgestimate (norgestimate and ethinyl estradiol triphasic) from (B)(6) 2012 to (B)(6) 2013, oral contraceptive nos since 2002 and sertraline since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), uterine inflammation ("I was told biopsy after hysterectomy showed uterus inflamed"), cervicitis ("infection (other) describe: chronic cervicitis"), endometriosis ("reproductive system disorder or condition type of disorder or condition: right anf left fallopian tube endometriosis") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), coccydynia ("pain in tailbone"), arthralgia ("joint pain"), back pain ("lower back pain"), headache ("headache pain") and abdominal pain ("pain abdominal pain"). In july 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and hyperhidrosis ("hormonal changes: describe: sweating"). In (B)(6) 2013, the patient experienced migraine ("migraine / headache"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("other injury(ies) or complication please describe: hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced uterine tenderness ("bladder or urinary problems or changes: uterine tenderness"). In (B)(6) 2017, the patient was found to have leiomyoma ("other injury (ies) or complication please describe: leiomyoma"). On an unknown date, the patient experienced pruritus ("itching") and abdominal pain upper ("cramping pai in stomach"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine infection, pelvic pain, uterine inflammation, hot flush, cervicitis, uterine tenderness, endometriosis, allergy to metals, dysmenorrhoea, dyspareunia, coccydynia, arthralgia, fatigue, weight increased, constipation, leiomyoma, alopecia, hyperhidrosis and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, back pain, vaginal discharge, pruritus, headache and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, cervicitis, coccydynia, constipation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, hyperhidrosis, leiomyoma, menorrhagia, migraine, pelvic pain, pruritus, uterine infection, uterine inflammation, uterine tenderness, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received- new events physical pain, hormonal changes describe: hot flashes, sweating, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), stomach pain , headache, infection (other) describe: chronic cervicitis, I was told biopsy after hysterectomy showed uterus inflamed and uterine infection, bladder or urinary problems or changes: bladder disorder, urinary tract disorder, migraine / headache, reproductive system disorder or condition type of disorder or condition: right and left fallopian tube endometriosis, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, pain in tailbone, joint pain, lower back pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication please describe: leiomyoma, hair loss and itching were added. Reporter and patient demography added. Indication updated, medical history, lab data and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.